Event description:
It was reported that the pt has experienced a (B)(6), post-operation infection at the implant incision site. She was seen by a wound specialist. The infection is now resolved. Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.